Manufacturer narrative:
This procedure was diagnostic. There were no other devices involved in the event. There was no delay in the procedure. The intended procedure was completed. The same device was not used to complete procedure. The device failed in the beginning of the procedure. There were no other devices replaced during the procedure. There was no patient injury. No foreign objects such as detergent remnants, hard water residue, finger grease, dust and lint were observed on the electrical contacts. The endoscope was compatible with the device. The cord was not coiled, bunched or kinked. The device was installed and set up properly. No damage or abnormalities were noted when the device was inspected. It is unknown what the settings on the device were. The connection was secure. The instructions for use were being used.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the unit was delivered to the customer on (B)(6) 2014. The legal manufacturer reported that the probable cause is described below. It has been judged that there was no abnormality in the subject device and there was a problem with a specific endoscope. ·when the three endoscopes were connected to more than one tower by the customer, only one endoscope generated e315 in all towers. A specific endoscope was found to be the cause.

Manufacturer narrative:
The video system will not be returned for evaluation. However, the olympus technical assistance center requested that the mentioned scope (model/serial number unknown) be returned to the service for evaluation.

Event description:
The service center was informed that an ¿e315 communication¿ error message was observed on the video display when the scope was connected. The user connected a total of three scopes using multiple towers and only on prompted the error. There was no patient involvement reported.